Event description:
The manufacturer received information alleging two ventilation service required error codes were observed on the device's error log for a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that two error codes, permanent failure lithium-ion and cell undervoltage, were observed on the device's error log. The third-party service technician further evaluated but was not able to determine the cause of this error code that occurred on the device. The device was scrapped per the customer request. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed. The root cause isn't confirmed at this time. The root cause isn't confirmed at this time. Additionally, during the service of the device, the keypad, enclosure seal, and handle o-ring were replaced for physical damage unrelated to the reportable issue. The rubber feet were replaced for missing on the device. This was unrelated to the reportable issue. The device passed all final testing.

Manufacturer narrative:
The reported failure of two ventilator service required error codes are accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Multiple service activities occur during the device¿s useful life according to the device¿s service manual.